Event description:
The device represented with an alert stating that it was in a backup vvi with no defibrillation capabilities. It was also noted that the patient had an MRI performed. The device was explanted.

Manufacturer narrative:
No medwatch form was received.